Event description:
The patient contacted animas on (B)(6) 2012, reporting that the keypad buttons are unresponsive. The patient reported that the rubber over the okay button was torn up. The patient reportedly wore the pump in a pocket and cleans the pump with a dry q-tip. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: the keypad was peeling. The contrast button was unresponsive and the up, down and ok buttons were intermittently unresponsive. The keypad was removed and contamination was present under all button contacts. There was one battery compartment crack from the bumper to case seal. All keypad button symbols worn. The display was dim - a the letters had a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.